Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer later advised that the device has been permanently removed from service. The device will not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.